Event description:
It was reported that after an endovascular repair of a type ii endoleak, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed and two additional proglide devices were attempted, but also resulted in a needle-to-cuff miss. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. However, the customer is returning six unused representative sample devices with the same part/lot number for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information the other perclose proglide devices, referenced are being filed under a separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. In addition, seven unused, sterile proglide devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.